Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR. Report # 2916596-2018-00755. This report is being submitted as additional information. (Serial #) and (manufacture date): the serial number of the device was requested, but was not provided, therefore the manufacture date is unknown. Manufacturer's investigation conclusion: the reported no external power events were confirmed through evaluation of the submitted log file. However, a specific cause could not be conclusively determined through this evaluation. No product was returned for evaluation. Despite requests, no further information was provided. The hmii IFU and patient handbook explain all alarms and how to troubleshoot them. They also explain proper usage while on battery power including how to charge them and instructs users to keep at least one power cable connected to external power at all times. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. On (B)(6) 2018, the customer submitted log files for review. Log file analysis completed by the manufacturer¿s technical services representative revealed low voltage hazard and no external power events on (B)(6) 2018, at 1342-1343 and at 1432 due to a total loss of power to the mobile power unit (mpu). It was suspected that the alarms were caused by the power cord of the mobile power unit (mpu) coming loose at the mpu or the wall outlet. At the time of the events, the internal battery provided power to the pump as designed. Additional information was requested but not yet provided.